Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd plastipak¿ insulin syringe were missing before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe scale marking missing. DHR review: it was verified the batch record and the manufacturing date for this batch was october 11th to 20th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 1 hour at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: evaluating the maintenance records was observed the occurrence sap# (B)(4) - that could related to defect. Conclusion: DHR, quality notification and maintenance analysis were performed. The maintenance order sap#(B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to barrel jam at marking machine entrance, allowing the defective product to flow through the process. To correct the defect the maintenance order sap#(B)(4) was performed which concluded on 17th oct 2017. Based on this occurrence the potential causes for the problem is: barrel jam at marking machine entrance - fixed according sap #(B)(4); the defect identified from this complaint will be monitored for trend evaluation. Based on the severity and occurrence a CAPA is not required.